Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A thorough review could not be conducted as the lot number was not provided. Upon examination, the end spool component had fractured at its thinnest portion where the cord retention clip is attached. It is possible the implant breakage is a result of the patient falling however, the exact cause of the reported issue cannot be ascertained. Device manufacture date could not be ascertained as the lot number was not provided. Patient identifier and date of birth were not provided. If this information becomes available a supplemental report will be submitted.

Event description:
It was reported to globus that a patient had fallen, and a transition rod broke. The explant surgery took place (B)(6) 2014.